Event description:
The jaws of the ligasure impact would not open. Surgeon had to cut tissue to release equipment.======================manufacturer response for tissue fusion system, ligasure impact (per site reporter)======================none as of yet.